Manufacturer narrative:
A review of the device history record could not be performed as specific product information was not provided. The device was manufactured, tested, and released per validated procedures. Although the initial report indicated the device was available for evaluation, repeated attempts to contact the customer have been unsuccessful. The reported issue appears related to drainage redirection, a normal valve function where fluid exits along the valve pocket and may resemble leakage during priming. The device has not yet been returned to new world medical. If received, it will be evaluated and an addendum to this report will be submitted.

Event description:
These items were reported to be defective by the surgeon. When irrigating both shunts, the fluid came from the top of the channel. Pt code: (B)(6). Device codes: 2588, 1354. Ref reports: mw5174470, mw5174471, mw5174472.